Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the pressurewire x, wireless device was used during the procedure. However, during post- procedure, the device was removed from the patients anatomy with a non-abbott guiding wire introducer. However, while attempting to remove the pressurewire x, wireless device from the introducer while outside the patients anatomy, there was resistance felt, and a green substance (powder) fell off the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported scraped teflon (peeled / delaminated) was confirmed. The difficult to remove could not be tested as it was based on procedural circumstances. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, the reported difficulty removing, and scraped teflon (peeled / delaminated) appears to be due to circumstances of the procedure. Analysis of the returned pressurewire noted multiple bends throughout the length of the wire which likely occurred during use. It is likely that the noted bends contributed to the reported difficulty during removal through the non-abbott introducer resulting in the teflon coating becoming scraped in multiple locations due to interaction with the guide wire introducer. Based on the reported information and evaluation of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.